Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the replacement. The device was not return to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was taking longer to charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often. This will lead to longer charging times. The battery discharge log showed that the ipg was capable of fully charging during the most recent attempt after sufficient time was spent charging. The device appeared to be working as expected. The patient was recommended for an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was taking longer to charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often. This will lead to longer charging times. The battery discharge log showed that the ipg was capable of fully charging during the most recent attempt after sufficient time was spent charging. The device appeared to be working as expected. The patient was recommended for an ipg replacement procedure.